Event description:
Four days post op surgery, catheter was removed. At that time, pt experienced shortness or breath and chest pain during catheter removal. Pt developed numbness of hands. At that time a vascular study demonstrated a finding of "acute right internal jugular deep vein thrombosis that is unstable." Pt is presently on anticoagulation therapy.